Event description:
The customer reported that a 24 hour tpn infusion that should have run until 1600 was found almost empty at 0800. The intended programming was 19.8ml/h over 24 hours and the bag volume was 500ml. The patient required treatment with diuretics (unspecified) and additional monitoring.

Manufacturer narrative:
(B)(4). Conclusion code; field left blank - no available code for undetermined or unknown case. The customer's complaint of an over infusion of tpn was not confirmed or replicated. Review of the pcu event logs confirmed tpn was programmed and infusing between (B)(6) 2015 6:46 pm and (B)(6) 2015 9:23 am. Initially the rate was set at 19.8ml/hr and was decreased to 5ml/hr about an hour before the pump was powered off. The initial vtbi was set for 100ml with several changes made to the vtbi during this time frame. The total volume infused was recorded as 277.62ml. The pump module was tested for rate accuracy and was found to be in specification. The root cause for the customer's report of an over infusion of tpn was not determined.

Manufacturer narrative:
Manufacturer's report date: 07/28/2015.